Event description:
On (B)(6) 2011, pt reported the down button on the infusion device does not function correctly "90% of the time." Pt noticed this 1 week prior to the report when he attempted to program a bolus. Pt boluses 5-6 times per day. The down button on the infusion device pops up after it is pressed. No physiological effects were reported. Pt did not require treatment from a health care professional or second party to address the issue. Infusion device was replaced and requested for eval.